Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all devices were currently on critical override and patient orders were not being updated on the machines, preventing the drugs from being dispensed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter e-mail, initial reporter other occupation and section g report source. Upon investigation of the actual device used in this incident, it was determined that all stations have the same error. A technical support specialist service stopped, likely due to insufficient disk space. Subsequently, the cce-service was started, restoring communication. A database maintenance issue was identified, necessitating a truncate and shrink operation on the tracing database. Post-maintenance, the system was closely monitored to ensure no further issues occurred. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all devices were currently on critical override and patient orders were not being updated on the machines, preventing the drugs from being dispensed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.